Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended rv lead replacement. At this time, this lead remains in service. No adverse patient effects were reported.